Event description:
The mother reported that a head trauma occurred in (B)(6) 2021. It is currently unknown if the hearing performance has been affected by this.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient refused to wear the audio processor after a head trauma. However in situ measurements show the device working within normal limits. Communication with the recipient is very difficult therefore it cannot be determined if hearing performance is affected. Further checks with a new audio processor are planned but no date has been scheduled yet. A root cause for the reported issue cannot be determined at the moment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that a head trauma occurred in (B)(6) 2021.